Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 25-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03-jan-2018 with the following findings: during investigation, there was no damage observed to the keypad. All of the keypad buttons responded appropriately to button presses. A leak test revealed battery compartment leak. The pump was opened and moisture damage was found on printed circuit board. The complaint of a keypad button response issue was not duplicated upon investigation, however, moisture in the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.